Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experience an increased intra-peritoneal volume event and had a high drain alarm on their homechoice machine. The patient's ultrafiltration value was 2900 ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.